Event description:
This customer reported a failure to discharge. The users switched to a different defibrillator to deliver therapy. The involved pt died.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge. The users switched to a different defibrillator to deliver therapy. The involved pt died. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.